Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 18,2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found a puncture where the cartridge tube meets the cartridge tip, most likely from the plunger during advancement. Ovd was observed inside the cartridge, however the ovd was not evenly distributed throughout the cartridge, indication that an inadequate amount of ovd may have been used. There was also damage to the base of the cartridge where the cartridge would connect to the handpiece. No foreign material was observed on or inside the cartridge. In addition, the customer provided photo was evaluated. The photo shows the suspect cartridge in the product tray which was inside a bag. Due to the quality of the photo no issues could be identified. The additional customer photo will be evaluated in the other investigation associated with this complaint. The complaint issue was not identified during photo and product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign body was found after folding the non-preloaded intraocular lens (iol) and inserted to patient¿s eye. The foreign body was then removed by surgeon. Patient was not affected. As per additional information received, no patient factor contributed to this event. There was no use error by physician during the procedure. Right eye was affected. No further information was provided. This report is for cartridge. Another report is submitted for lens.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.